Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor used the device on the new generator (gen11). The doctor then used the device to gain access to the bursa and to free up the angle of hiz. After creating the new gastric pouch, the doctor used the device to open up the gastric pouch to insert the stapler later on to perform the gastrojejunostomy. The doctor paid attention to not come in contact the staple line with the device. The next step in the gastric bypass procedure was dividing the omentum with the device. During this step, the gen11 gave multiple errors. The doctor disconnected the device from the handpiece, but the device was not going to work again. The device seemed broken. The doctor decided to open a new like device to finish the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off but returned. The remaining blade portion was scratched. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for multiple generator errors. The device was activated with the generator and an error code 5 was displayed. When tested with gen11, the generator also reported an error code. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed with no anomalies noted during the manufacturing process.